Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had air bubbles. Customer's blood glucose level was 78 mg/dl. Customer reports size of air bubbles was 05 centimeters. Customer states they tried 2 different reservoirs but experienced same issue with both. Customer states air bubbles occurred after 1 minute. Customer performed high pressure test and no leaks detected. The reservoir will not be returned for analysis.